Event description:
When surgeon attempted to deploy the mammomark clip into the breast, the plastic tip of the applicator broke off into the patient's breast. Surgeon was able to remove the collagen/clip as well as the plastic applicator tip. An x-ray image was taken to verify all pieces were removed. A new mammomark clip was deployed into the breast, with another image taken to confirm placement. Reason for use: stereotactic breast biopsy.